Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were sick with high blood glucose the day prior. Customer reported their blood glucose rose to 400 mg/dl. The customer reported treating their blood glucose with a manual injection. The customer also stated their blood glucose rose to 520 mg/dl at the time of incident. The customer's current blood glucose was 450 mg/dl. Customer stated they had extreme thirst and was vomiting from their blood glucose. The customer declined to troubleshoot for their blood glucose. The customer declined to return the insulin pump for analysis.